Manufacturer narrative:
(B)(4). A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The home choice device was received by baxter. The device failed the return instrument test/evaluation (rite) electrical test for earth leakage current. A review of the alarm log was performed and did not reveal anything that could have caused or contributed to the problem. External and internal inspection revealed no issues. A crt (cycler remote toolbox) pneumatic system test was performed and the device would not increase to full pressure. A simulated therapy test was completed with no errors. The cause of the issue was determined to be a malfunctioning pump assembly. The pump assembly was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) earth leakage testing. The device failed during evaluation, therefore there was no patient involvement. No additional information is available.